Event description:
Boston scientific received information that this patient's left ventricular (lv) lead exhibited a high pacing threshold measurement. As a result of the high thresholds, this pacemaker dependant patient was having pauses in pacing and syncopal events. The lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.